Event description:
It was reported that the ambulance had a head on collision with a concrete truck. The medic was killed along with the pt. There was pt involvement and adverse consequences were reported.